Event description:
A surgeon reported that during a cataract / vitrectomy procedure he or she noticed that the anterior vitrector was not cutting. A replacement was used and the procedure was completed, without impact or harm to the pt. Add'l info is not expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not yet been identified. (B)(4).